Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported via journal article: title: fulminant intra-abdominal sepsis after stapled hemorrhoidectomy. Author: stylianos kornaros,1 kostas dalamangas,1 and adamantia zisi-sermpetzoglou. Citation: surgical infections (2011); 12:145-148. Doi: 10.1089/sur.2009.056. The authors reported a serious infective complication after a stapled hemorrhoidectomy (sh) and analyze the possible causes and routes of dispersion of infections provoked by this method. A (B)(6) year old male patient was referred with a third-degree internal hemorrhoids (prolapsing, requiring manual reduction) and underwent elective sh. A 33-mm proximate hcs hemorrhoidal circular stapler (ethicon) was used. During the end steps of the operation, after removal of the stapler, there was bleeding at the staple line (right laterally) which was oversewn with three additional sutures. On postoperative day two, the patient was febrile (38.8c) and appeared ill. The patient was started with antibiotic therapy with ampicillin sulbactam, aminoglycoside (amikacin), and metronidazole. CT scan showed free pararectal and intraperitoneal air and fluid collections in the presacral area, pouch of douglas, root of the mesentery, and right paracolic area. The patient underwent an emergency exploratory laparotomy, which revealed a 2-cm linear rupture of the right lateral aspect of the rectum, under the peritoneal reflection, which was opened and devitalized because of severe inflammation. The rupture was closed with interrupted sutures. The fluid collections (pus) were aspirated, and cultures were taken. The cultures yielded escherichia coli, proteus mirabilis, and enterobacter asburiae. The patient was treated with imipenem-cilastatin monotherapy for 10 days. On postoperative day nine, the patient was still febrile, so a linezolid was added for five days, according to a culture result from a surgical site infection obtained on postoperative day five that showed a staphylococcus haemolyticus infection. Also, the patient developed fulminant intraabdominal sepsis. The patient was afebrile after postoperative day 13, and the patient was discharged on postoperative day 15. In conclusion, anorectal injury during sh can provoke serious sepsis, which the surgeon must confront promptly and aggressively.